Manufacturer narrative:
No product return anticipated due to this being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a male patient, had an initial total knee replacement surgery and was implanted with an exactech knee system on the left knee on (B)(6) 2014. He had used the exactech knee system in a normal and reasonably foreseeable manner. In ensuing time, the patient began to suffer from symptoms associated with the defects of exactech knee system as alleged in this complaint, including pain and lack of mobility. As a result of these symptoms, plaintiff underwent revision surgery on (B)(6) 2020 approximately 5 years 7 months post the initial procedure. The clinical findings and diagnoses as a result of the revision surgery are consistent with the defects of the exactech knee system, as alleged in this complaint.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. No additional information is available.